Event description:
It was reported to philips that the system generated a remote alert regarding a host pc memory issue. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and identified that the raid host pc alarm got triggered. The fse replaced the host pc, reloaded the data, and calibrated the system. The replaced host pc was returned to philips for further analysis. The analysis revealed there was missing dvd-rw drive, the unit required manual power button activation to boot, and the cmos battery was likely low or dead. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.